Event description:
It was reported at the generator change the ventricular lead did not capture or pace the heart when attached to the new and old pacemakers. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.